Event description:
Caller reported testing the pt with the freestyle flash receiving a reading of 246 mg/dl. Approximately 30 minutes later, caller found pt semi-conscious. The paramedics were called and pt was transported to the hospital. Lab tests were also performed and compared to a freestyle test. The lab results were 50 mg/dl and 62 mg/dl; the freestyle result was 146 mg/dl. The customer was treated with oxygen, an IV and glucose. The reported freestyle readings were not consistent with the customer's symptoms, nor the treatment pt received. The reported lab vs. Freestyle comparison results are considered clinically significant and therefore, meet the manufacturer's definition of a malfunction.